Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The surgical intervention and hospitalization were a result of case specific circumstance as permanent pacemaker was implanted and prolonged hospitalization was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ca0003 18217 - (r1006248301) it was reported that on 04 may 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve got partially re-sheathed 2 times due to the implant being too low or non-uniform expansion. The final implant depth at non-coronary cusp (ncc) was 5.9mm and left coronary cusp (lcc) was 6.1mm. The patient was stable at the end of the procedure and rhythm was the same as baseline. The patient developed left bundle branch block with first degree atrioventricular block. Pr and qrs intervals continued to prolong. The patient received a permanent pacemaker on 08 may 2026 and was discharged the same day.